Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that while injecting a patient in the nasolabial folds with one syringe of juv¿derm¿ ultra xc., the filler exploded out of the luer lock. The patient was then injected in the left nasolabial fold with the other syringe of juv¿derm¿ ultra xc. The patient blanched with a hyperemic, ischemic reaction at the injection site. The patient was treated with arnica and was prescribed benadryl. The event ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03148 (allergan complaint (B)(4)). This MDR is being submitted for the first injection of suspect product, juv¿derm¿ ultra xc.

Event description:
Health professional reported that while injecting a patient in the nasolabial folds with one syringe of juvéderm® ultra xc., the filler ¿exploded¿ out of the luer lock. The patient was then injected in the left nasolabial fold with the other syringe of juvéderm® ultra xc. The patient ¿blanched with a hyperemic, ischemic reaction¿ at the injection site. The patient was treated with arnica and was prescribed benadryl. The event ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03148 (allergan complaint (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® ultra xc.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.